Event description:
A clinical director reported bilateral diffuse lamellar keratitis, noted at one day post-op from refractive surgery. The pt was treated with topical steroid eye drops. This report will address the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).